Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 2.5 x 38 mm xience xpedition stent and the 2.75 x 33 mm xience xpedition stent for the same procedure, when the yellow protective sheaths was removed, the stents became dislodged. The devices were not used on the patient. The procedure was concluded with success by using another unspecified device. Although there was a short delay of the procedure, it did not result in any adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.